Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine ¿60mg¿ at ¿22mg¿, clonidine ¿312mcg¿ at ¿114¿and bupivacaine ¿40mg¿ at ¿14.6¿ via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported the patient was experiencing lack of efficacy. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was they could not aspirate the catheter and no csf (cerebral spinal fluid) when the catheter was cut. The actions and interactions taken to resolve the issue was a full system change. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have further information regarding the issue. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the catheter revealed catheter body-kink observed. Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing; miscellaneous failed lab dispense test; above spec. If information is provided in the future, a supplemental report will be issued.